Event description:
It was reported that the customer had low blood glucose and the emergency medical service were called, it was also reported that the customer had trouble reading the screen on the insulin pump. Troubleshooting was not performed at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.